Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 6 occurred on a demonstration pump. The contact was able to load a new cartridge successfully. There was no patient involvement, as device was not connected to a person at the time of the event.